Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this pacemaker triggered a lead polarity switch from bipolar to unipolar. The right atrial (ra) lead exhibited impedances greater than 2500 ohms in bipolar but in unipolar the impedances were at 423 ohms. There was no capture in bipolar however capture was noted in unipolar. It was alleged that the ra lead could be fractured. An attempt was made to reproduce noise and was successful with provocative movement while in bipolar and unipolar. As a result, the system was reprogrammed to have fixed sensitivity at 1mv. Additionally, this patient was seen in the clinic, the lead functioned in unipolar and was satisfactory. No x-ray was performed. This patient will be continuously monitored via latitude at this stage. This patient is not pacemaker dependent. No adverse patient effects were reported. This device remains in service.